Event description:
Boston scientific received information that a red alert was triggered due to high out of range shocking impedances on the right ventricular channel associated with this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). At this time no additional information is available. No adverse patient effects were reported.

Manufacturer narrative:
At this time both the device and lead remain implanted. Should additional information become available this investigation will be updated.